Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, brown particles in the fill channel, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening assessed as an unidentified tear opening. Fill inspection was performed and identified no blockage in the valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Device has been explanted.